Manufacturer narrative:
No available code for undetermined or unknown cause. The customer¿s report of two pumps on the same side of the system shutting off was confirmed. Review of the pcu event log showed there were 7 channel disconnects that occurred on the left side of the pcu between 7:52 am and 6:13 pm on (B)(6) 2016. The disconnects involved the two pump modules that were attached to the left side of the pcu (pm s/n (B)(4)). The log showed the devices were added back to the system within seconds after they were disconnected. Visual inspection revealed a cracked female/left iui on the pcu and corrosion on the right iui connectors of the pump modules that were connected to the left side of the pcu. Functional testing was performed; the pcu and pump modules were set up to infuse at the event rates: unit a at 50ml/hr and unit b at 10.5ml/hr. The infusions were allowed to run for 72 hours with no errors observed. The root cause of two pumps on the same side of the system shutting off was not identified. However, the cracked left iui on the pcu and the corrosion on the right iui connectors of the pump modules connected to the left side of the pcu are most likely the reason for the disconnects.

Event description:
The customer reported that 2 pumps on the same side of the system shut off. The customer requested an event log review. No report of patient harm.